Event description:
During service by baxter, the infusion pump was found to contain a defective user interface module printed circuit board. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 26 2007. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 599:320:844:0000 in the event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA CAPA.